Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit after which, the cse checked the components related to assay performance and found no issue. The following day the cse obtained sample probe errors caused by obstruction in the sample wash line, and cleared it by replacing the acid pump, and the 2 way valve. The cse ran quality controls and patient samples, resulting satisfactory. The cause for the false positive hbsagii results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false reactive hepatitis b surface antigen ii (hbsagii) results were obtained on a patient sample on an advia centaur xp instrument. The sample was repeated on the same advia centaur xp instrument, resulting reactive. The discordant results were not reported to the physician(s). The sample was repeated with a different tube on the same instrument, resulting non-reactive. The sample was sent to a reference laboratory, resulting non-reactive. The result from the reference laboratory was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive hbsag ii results.